Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round high profile 630cc saline breast prosthesis, cat. #3503630, serial #(B)(4). Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) -year-old female patient underwent a breast augmentation revision procedure with mentor smooth round high profile 630cc saline breast prostheses. Patient developed an infection on both breasts post-operation. As a result, the patient underwent bilateral explantation on (B)(6) 2017. Both explanted breast prostheses were discarded. This medwatch form is for the right breast prosthesis.